Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the difficulty removing the device due to interaction with the anatomy in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in inadvertent contact between the clip and chordae, contributing to the difficulty removing the device; however, this cannot be confirmed. The reported patient effect of tissue damage appears to be a result of procedural conditions, as troubleshooting performed to free the clip from the leaflet resulted in a small chordal rupture. The reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the second clip (cds (B)(4)) became caught on the chordae, resulting in chordal rupture. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted medial on the mitral valve leaflets, reducing the mr to 2. The second clip delivery system (cds (B)(4)) was advanced to be placed lateral to the first clip. After advancement into the left ventricle, the second clip became caught on the chordae. The clip was inverted and retracted back to the left atrium; however, a chordal rupture occurred. The mr increased to 3. The second clip was implanted lateral to the first clip, but the mr was unchanged. A third clip was implanted lateral to the second clip in attempt to treat the chordal rupture, but the mr remained at 3. The patient was confirmed to be in stable condition post procedure. No additional information was provided.